Event description:
It was reported to philips that the customer requested a replacement battery. There was no patient involvement.

Manufacturer narrative:
A good faith effort was made to obtain additional information associated with this complaint evaluation, but attempts have been unsuccessful. If additional information is later obtained, the complaint will be reopened. H3 other text : a good faith effort was made to obtain additional information regarding customer resolution associated with this complaint, but attempts have been unsuccessful.